Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was not confirmed as no issue was found during investigation. The instrument was tested with an in-house system and passed both the engagement and self tests. Testing found the instrument exhibiting intuitive motion in all directions with the grips properly opening and closing. The instrument¿s functionality was verified and met specifications. The instrument operated as expected. No physical damage was identified. The complaint was not confirmed by failure analysis. A review of the submitted image was performed. The following additional information was provided: the image shows the instrument in its entirety and no noticeable damage nor detachment could be identified on the instrument tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed a system prompt on the harmonic ace instrument indicating that the instrument tip was "over stressed." The reporter indicated that the instrument was used for approximately 20 minutes and that a piece from the instrument allegedly fell inside the patient's body. The entire fallen piece was retrieved during the same procedure. Following this, the user continued the procedure with no further issue reported. No known impact or patient consequence was reported.